Manufacturer narrative:
The customer adjusted the c-arm brake. The system was found to be working and put back into service. The customer cancelled the service call.

Event description:
The customer reported that the 9900 system joystick would not work and there was a motion error. No patient injury was reported.